Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: replaced electrovalve for solo to correct issue. Also, replaced worn finger on complete pressure adjuster (preventive maintenance) with tip replacement kit. Performed fms solo system rework for fms connect interface cable. The unit passed all diagnostic tests, functional tests, and is fully operational. Further a review into the depuy synthes mitek complaints system revealed no other complaints for this device's serial number. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the remetrex complaint management system as required under mitek¿s corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the affiliate that the doctor was performing a knee arthroscopy with the fms solo+ pump. The pump would not stop filling the reservoir chamber. A second pump was brought into the room, hooked up and the procedure was completed with no consequence to the patient but with a two (2) minute delay in the procedure. One unit will be returned for analysis by the affiliate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If additional information should become available, a supplemental medwatch will be submitted accordingly. Correction: h6, h10: investigation summary: the device history record statement was inadvertently missed in the investigation summary section on the initial report. The updated investigation summary is as follows: investigation summary: evaluation statement replaced electrovalve for solo to correct issue. Replaced worn finger on complete pressure adjuster (preventive maintenance) with tip replacement kit. Performed fms solo system rework for fms connect interface cable. The unit passed all diagnostic tests, functional tests, and is fully operational. A batch record review has not been conducted for device because it was manufactured by fms in nice, france. This facility was closed by the end of 2011. Depuy synthes mitek quality engineering proposes that lot history reviews for legacy fms products be performed only in the event that a trend relating to a specific batch/lot has been identified. Also since legacy manufacturing no longer exists, and it is no longer possible to make process corrections or corrective actions these batch reviews are not done. Further a review into the depuy synthes mitek complaints system revealed no other complaints for this device's serial number. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the etq complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.